Manufacturer narrative:
Inspection: the inspection process performed on both pcu sn (B)(6) and pump module sn (B)(6) found them to be in fair condition. An incidental finding of the pcu ac cord plug having thermal damage around the base of one of its outlet prongs was observed. Log analysis results: a review of the pcu event log around the reported event date and time range shows on (B)(6) 2020 starting at 10:21 am, the dose of the existing infusion of drug ID 462 (identified as norepinephrine .quadrupled, drug amount= 16 mg, diluent volume= 250 ml from keypress replication) was manually entered/changed to 40 mcg/min. The pcu device key selection of yes to guardrails clinical advisory alert ¿guardrails drug setup dose exceeds guardrails limit of 30mcg/min¿ was then selected to proceed with the infusion. Within a time range of approximately 6 minutes after, the same alerts displayed due to the same dose and a vtbi being entered/ changed and each time were selected to proceed with the infusions. Approximately 11 minutes later from the initial exceeded dose entry/change (at 10:32 am), the dose was manually entered/changed to 35 mcg/min and the pcu device key selection of yes to the same guardrails clinical advisory alert was still selected to proceed with the infusion. Within a time range of approximately 8 minutes after, the same alert displayed due to a vtbi having been changed and was selected to proceed with the infusion. Further review of the log noted there were no further dose changes exceeding the reported medication¿s guardrails limit (of 30mcg/min) as well as no further guardrails clinical advisory alerts. Test results: keypress replication was performed on the received devices following the key presses noted in the pcu event log. The following additional testing was performed: 1) programming an infusion for the noted medication above the guardrails limit (of 30mcg/min) based on log review for one hour in which the infusion confirmed the generation of soft guardrails limit alert and having completed as programmed with no anomalies observed. 2) pcu keypad test which passed with no anomalies observed. Device history review: a review of the device history record showed the pcu device had a manufacture date of 10/19/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report that a primary infusion of norepinephrine was programmed at 35 mcg/min and 40mcg/min which were both outside the guardrails soft limit of 30 mcg/min and the guardrails alert did not go off could not be determined. Keypress replication on the received devices, and the log analysis confirmed the reported medication¿s guardrails alert displayed when exceeding the medication¿s guardrails limit and the device yes key being pressed to proceed with the infusions. The customer¿s report that a primary infusion of norepinephrine was programmed at 35 mcg/min and 40mcg/min which were both outside the guardrails soft limit of 30 mcg/min and the guardrails alert did not go off could not be confirmed or replicated during this investigation. The log review confirms that on (B)(6) 2020 starting at 10:21 am, the dose of the existing infusion of drug ID 462 (identified as norepinephrine .quadrupled) was manually entered/changed to 40 mcg/min and the pcu device key selection of yes to soft guardrails clinical advisory alert ¿guardrails drug setup dose exceeds guardrails limit of 30mcg/min¿ was then selected to proceed with the infusion. Within a time range of approximately 6 minutes after, the same alerts displayed due to the same dose and a vtbi being changed and each time were selected yes to proceed with the infusions. Approximately 11 minutes later from the initial exceeded dose entry/change (of 40 mcg/min), the dose was manually changed to 35 mcg/min and the pcu device key selection of yes to the same guardrails clinical advisory alert was still selected to proceed with the infusion. Within a time range of approximately 8 minutes after, the same alert displayed due to a vtbi being changed and yes was selected to proceed with the infusion. A test infusion of the noted medication above the guardrails limit (of 30mcg/min) based on log review for one hour replicated the soft guardrails alert and had completed as programmed with no anomalies observed. The customer reported the following in use at the time: guardrails dataset name/ID as whhs v2020.09.08a/026f640ff-r and profile as (adult). Keypad testing was performed on the received pcu device which passed with no anomalies observed. The inspection process performed on the received devices observed no existing malfunctions. The device was being used for treatment.

Event description:
It was reported that a primary infusion of norepinephrine was programmed at 35 mcg/min and 40mcg/min which were both outside the guardrails soft limit of 30 mcg/min and the guardrails alert did not go off. No further information is available.

Event description:
It was reported that a primary infusion of norepinephrine was programmed at 35 mcg/min and 40mcg/min which were both outside the guardrails soft limit of 30 mcg/min and the guardrails alert did not go off. No further information is available.

Event description:
It was reported that the infusion was programmed outside the guardrails soft limit and the guardrails alert did not go off. No further information is available.

Event description:
It was reported, that a primary infusion of norepinephrine was programmed at 35 mcg/min and 40mcg/min. Which were both outside the guardrails soft limit of 30 mcg/min. And the guardrails alert did not go off. No further information is available.

Manufacturer narrative:
The customer¿s report, that a primary infusion of norepinephrine was programmed at 35 mcg/min and 40mcg/min. Which were both outside the guardrails soft limit of 30 mcg/min. And the guardrails alert did not go off. Could not be confirmed, or replicated during this investigation. Inspection: the inspection process performed on both pcu sn#: (B)(6) and pump module sn#: (B)(6) found them to be in fair condition. An incidental finding of the pcu ac cord plug having thermal damage around the base of one of its outlet prongs was observed. Test results: keypress replication was performed on the received devices. Following the key presses, noted in the pcu event log. The following additional testing was performed: 1) programming an infusion for the noted, medication above the guardrails limit (of 30mcg/min). Based on log review for one hour, in which the infusion confirmed, the generation of soft guardrails limit alert. And having completed as programmed with no anomalies observed. 2) pcu keypad test, which passed with no anomalies observed. The root cause of the customer¿s report, that a primary infusion of norepinephrine was programmed at 35 mcg/min and 40mcg/min. Which were both outside the guardrails soft limit of 30 mcg/min. And the guardrails alert did not go off, could not be determined. Keypress replication on the received devices, and the log analysis confirmed, the reported medication¿s guardrails alert displayed, when exceeding the medication¿s guardrails limit. And the device yes key being pressed to proceed with the infusions. Device history review: a review of the device history record showed, the pcu device had a manufacture date of 10/19/2018. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record performed, for s/n#: (B)(6) which did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the infusion was programmed outside the guardrails soft limit and the guardrails alert did not go off. No further information is available.